Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient advised his cannula has been coming out of his skin while he's sleeping. He states that on a number of occasions patient has woken up in the morning and found his cannula has fallen out of his skin during the night. When this has occurred, patient has been getting high blood glucose levels up to 18mmol/l. No adverse event alleged. A request was made for the return of the device.